Event description:
The device was returned for evaluation and repair of a poor air/supply issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the nozzle had foreign material. Also, foreign matter came out of the secondary water supply channel (j-tube). In addition, the nozzle was found to be dirty. Due to clogging of nozzle, water removal ability did not meet the standard value. This medwatch is being submitted for the reportable issues of foreign material found in the nozzle and j-tube during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Information of reprocessing performed at the facility was provided: the device was cleaned, disinfected, and sterilized prior to being sent in for repair. It wasn¿t known there was foreign material in the device. It is possible that the device was used in a procedure with the foreign material present. There was a delay to the start of pre-cleaning, but the device was soaked in a cleaning fluid. The air/water nozzle was supplied with air and water. There was an issue with the accessory use for reprocessing; the issue is not specified. The air/water nozzle was wiped and brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Upon inspection and testing, it was observed that it was observed that the nozzle had foreign material. Also, foreign matter came out of the secondary water supply channel (j-tube). In addition the nozzle was found to be dirty. Due to clogging of nozzle, water removal ability did not meet the standard value. Other information for the device is: due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a crack and a white clouded area; objective (ob) lens has a crack; ob lens adhesive has a white clouded area; light guide (lg) lens has a crack; lg lens adhesive has a white-clouded area; connecting tube has a cut and a wrinkle; up/down knob has a scratch; and suction cylinder (s-cylinder) is shaved. The device shows evidence of physical stress and handling issue. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the remaining foreign material cannot be specified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Patient information is not known.

Event description:
Addendum dec 12, 2022: the customer reported event occurred during a diagnostic colonoscopy procedure. It is not known when during the procedure the event occurred. Procedure was completed with the same device. It is not known if there was any delay to the completion of the procedure, nor if the patient needed additional anesthesia. It is not known if the device was inspected prior to the procedure. There was no harm to the patient.